Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on 11/05/2014. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not preformed because the device was received in a condition making evaluation impossible. There for the complaint of intermittent out of range could not be confirmed. A CAPA has been initiated for this issue.